Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardiac monitor with a false pause episode. This was due to undersensing. Programming changes were made which resolved the issue. Patient was stable.